Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 253-300 mg/dl. Tandem technical support performed a pump system check and determined that insulin was not delivering from the cartridge. The cartridge was changed in attempt to resolve the issue, however, the reported issue persisted. Customer alleged the pump did not function as intended. In addition, it was reported that the pump indicated a data log corruption. Reportedly, the customer reverted to manual injections for insulin therapy.